Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage keypad traces. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The device was received with a cracked display window corner, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call button error alarm, failed battery test and high blood glucose levels. Customer's blood glucose level was 542 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced frequent urination and excessive thirst and treated themselves with a manual injection. Customer advised the device flashed with several numbers and was out of control. Customer advised they received a failed battery test and when they replaced the battery button error alarmed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.